Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons were not responding and discontinued wearing insulin pump on (B)(6) 2016 and reverted to manual insulin pen. Customer's blood glucose was 250 mg/dl. Customer reported that blood glucose readings after disconnecting from insulin pump had been between 250 mg/dl and 400 mg/dl. Customer was not able to troubleshoot due to not having insulin pump at the time as customer was driving to work. Customer would call back in order to troubleshoot.